Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a device check, externalized conductors was observed. Upon chest x-ray observation, the externalized conductors were confirmed however the chest x-ray taken a year ago did not show any externalized conductors. Lead remains implanted and in service. Patient was stable.